Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, during surgery, shell impactor broke during impaction. The device broke during surgery, while inside the patient. It is unknown if pieces fell into the patient. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: it was reported that, during surgery, shell impactor broke during impaction. The device broke during surgery, while inside the patient. It is unknown if pieces fell into the patient. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. The impactor was manufactured in 2014 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of risk management files found that the reported failure was documented appropriately. The failure mode is included in the risk management documentation and is within expected occurrence rates. We will continue to trend through our post market surveillance process. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.internal reference number: case-2020-00033425-1.